Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: during investigation, the pump¿s cover was removed and there was moisture corrosion found to the continuous glucose monitor module, display screen and flex/connector. The pump was unable to power up with a test display screen due to moisture corrosion damage to the display connector. The returned battery cap was able to fit and maintain an electrical connection. The pump powered up with auditory and vibration to a blank screen. The reported ¿blank screen¿ complaint was duplicated during the investigation. Unrelated to the original complaint, the battery compartment was found to be cracked.